Event description:
Healthcare professional reported "capsular contracture, baker grade iii and rupture". "Adhesion of capsule to the patch on implant, fully ruptured implant with extensive silicone spillage" was observed during surgery. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture, baker grade iii and rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii and rupture". "Adhesion of capsule to the patch on implant, fully ruptured implant with extensive silicone spillage" was observed during surgery. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ adhesion(s): unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations performed on the device. No further actions are required.